Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. It was reported that the 3.5x48mm xience skypoint stent delivery system (sds) was being loaded onto the guide wire and connected to the indeflator when it was noted that the stent was on the table. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use states to carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. It is unknown if the IFU deviation(s) directly caused or contributed to the reported event; therefore, an in-service letter will not be required. A conclusive cause for the reported stent dislodgement could not be determined; however, stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. In this case, it is possible that inadvertent mishandling during sheath/stylet removal and/or preparation of the device may have contributed to the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: medical device problem code 2017 clarifier- failure to follow steps / instructions.

Event description:
It was reported that the procedure was performed in the right coronary artery (rca). The 3.5x48mm xience skypoint stent delivery system (sds) was being loaded onto the guide wire and connected to the indeflator when it was noted that the stent was on the table. Another non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.